Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of coyote es balloon catheter. Device analysis determined the condition of the returned device was consistent with the complaint incident. There was blood in the wire lumen. The distal tip was damaged. There were no irregularities or damage noted in the inner and outer shaft. The hypotube was completely separated 88.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.bsc ID# a00469826tw# 3351298

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left lower extremity. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. At an unspecified point in the procedure, the distal shaft containing the balloon broke 2-3 inches from proximal to the balloon. The physician was able to completely remove the device from the patient with the use of a snare. The procedure was completed with a different device. No further patient complications were reported post procedure.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left lower extremity. A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. At an unspecified point in the procedure, the distal shaft containing the balloon broke 2-3 inches from proximal to the balloon. The physician was able to completely remove the device from the patient with the use of a snare. The procedure was completed with a different device. No further patient complications were reported post procedure.